Event description:
A 6f angio-seal stes plus was deployed. The patient developed a deep inflammation some days post deployment. The patient tested positive for staphylococcus aureus. Additional information was requested but not available.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions the user to observe sterile technique at all times when using the device. The IFU warns not use the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred as this may result in an infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected.